Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the superflex aspheric 920h iol batch (B)(4) showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (august 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided to the distributor by the reporting healthcare facility states that the lens haptic broke during implantation. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00044.